Event description:
During a remote follow-up, episodes of undersensing were observed on the device. Device reprogramming is anticipated, however, no intervention was performed at this time. The patient was stable.

Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.